Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer is not able to access the pump at all. Customer cannot check the alarm history for button error. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The motor and motor vibrator assemblies were found corroded as well. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.